Event description:
It was reported the right atrial (ra) lead had high capture following the extraction of a previously inactivated chronic ra lead. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the outer insulation was breached due to clavicle-rib crush. It was noted that all conductors were distorted and stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, all insulation was torn, the outer insulation was breached cut, there was blood in/on the helix mechanism and the lead was stretched.